Event description:
Procedure performed: umbilical hernia. Event description: 2 ctf71 lot# 1505665 that broke at the same spot on each device. Additional information provided by [applied representative] on 01oct2025: both trocars broke at the same spot, the tip at the insertion point. Additional information provided by [applied representative] on 01oct2025: the incident occurred during trocar insertion, at the beginning of the case. Intervention: used a third trocar. Patient status: patient is okay.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no trends were identified.

Event description:
Procedure performed: umbilical hernia event description: 2 ctf71 lot# 1505665 that broke at the same spot on each device. Additional information provided by [applied representative] on 01oct2025: both trocars broke at the same spot, the tip at the insertion point. Additional information provided by [applied representative] on 01oct2025: the incident occurred during trocar insertion, at the beginning of the case. Intervention: used a third trocar. Patient status: patient is okay.